Event description:
During an emergent aaa repair in 2009, the physician encountered difficulty and was unable to release the black trigger-wire release mechanism because the wire did not slide. The physician tried to unlock the graft, but the procedure was unsuccessful. The maneuver caused the scrunching up of the device, but not the release of it. The physician then tried to unlock the top cap sliding it upwards, but this procedure failed. The physician is very experienced with cook grafts and knows the steps of normal deployment as well as the alternative deployment sequence. When the problems occurred the physician followed the alternate release method step by step, she cut the top cap trigger wire, she clamped it, she loosened the pin vise, and while maintaining inner cannula and trigger wire position, she advanced gray positioner and sheath into the graft. The gray positioner was not advanced into top cap. Then she followed the other steps completely. The physician was trained on the new trigger wire procedure more than a month ago. After several attempts, the pt was submitted to laparotomy to remove the graft, and he underwent a surgical procedure. The pt is well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide is in the thoracic aorta. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device after the device is loaded. Changes were implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective in 2009. The mfg records for this device indicate the graft was loaded prior to the implemented changes. The level of provided detail regarding this case initially was poor, specifically if the alternate sequence was used. Further correspondence confirmed the alternate deployment sequence was correctly followed. However, regarding the event description, there are some specific lines of interest; in the statement "the maneuver caused the scrunching up of the device but not the release of it", it is unk when in the process this occurred. If it occurred during the alternative sequence, it could be an indicator the distal trigger wire was not removed prior to advancing the grey positioner through the stent graft. Additionally, in the statement, "the physician then tried to unlock the top cap sliding it upwards, but this procedure failed". Whether this was done before or during the alternate sequence, moving the top cap upwards (proximally), prior to trigger wire removal, is incorrect and would be considered off label. If the top cap is pushed upwards (proximally) this could add tension to the trigger wire exacerbating the issue. The troubleshooting section in the physician's reference manual instructs the user to pull the top cap and cannula back down over the top stent (distally). Additionally, during the alternate sequence, when releasing tension on the wire with the sheath, the proper method is to pull the cap down (distally), as opposed to pushing it upwards. Since no films were returned, these specific events cannot be confirmed at this time. Also, the users original event communication was in foreign language. These discrepancies in terminology could be a result of the translation process. However, we have notified the appropriate individuals and we will continue to monitor for similar events.